Event description:
A trilogy o2 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device failed a test step relating to the oxygen blending module sensor calibration. The service technician replaced the oxygen blender printed circuit assembly (pca) board to resolve the issue. Additionally, it is noted by the technician that the trilogy o2 pm1 kit, exhaust fan assembly and, 43 micron filter were replaced preventatively. Repair testing, alarm check, battery check, run in testing and cleaning were performed. The unit operated properly.